Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump was getting an error. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information was received by smiths medical on 12 march 2021 that the reported problem was found during annual pm testing.